Manufacturer narrative:
Patient information was unavailable from the site. A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described is the intended behavior of the software. It was a settings issue. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. The issue occurred pre-operatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the images came over white and inverted. Technical services (ts) walked the nurse through pixel offset settings which then resolved the issue. The surgery was completed with navigation and there was no impact on patient outcome.